Event description:
Customer reported a failure, battery needs replacing. Customer reported there were no patient injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer did not have information whether incident occurred during patient infusion. Although baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming information. No additional contact information was provided.

Manufacturer narrative:
The pump is not available for evaluation. The device has been requested, but has not been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.